Event description:
The hcp reported that in the summer/fall of 05, the pt presented with fever, redness, swelling, drainage, pain, and device pocket erosion. "Pt with vasculitis developed a cutaneous ulcer over the pocket that eroded into the pocket and became infected." It was unk to the reporter if a culture was done. The pt was treated with IV antibiotics and total device system explant. The pt outcome was unk to the reporter. The pt had a risk factor of autoimmune disorder.